Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Results and conclusions: sent to (B)(4) for further evaluation. Evaluator - (B)(4). Evaluation date: (B)(4) 2013. Preliminary evaluation - received hand piece (B)(4), base (B)(4), and power cord. No light guide was present. The hand piece does illuminate. I placed a light guide on the hand piece and turned the hand piece on. I plugged the base into an outlet and the light on the base flashed green twice and became solid green. I turned the hand piece on again and placed the tip of the light guide on the built in light intensity meter. The light to the right of the meter should turn red or green indicating if the light output is sufficient to cure composite or not. The light on the base did not change color at all. I tested the hand piece on a base I know to function properly, (B)(4), and received the same results. The led has a brown discoloration, the complaint is confirmed for a hand piece failure.

Manufacturer narrative:
(B)(4) the led was burned out. Led is replaceable. Once replaced unit would function per specifications.